Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. Product ID: 8590-9, lot# n355291, implanted: 2014-(B)(6), product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell ¿about two months ago¿ and since the fall she has been having cold sweats on and off ¿with withdrawal feelings.¿ the patient had a change in therapy effect and ¿things haven¿t been right with the patient for 2 months.¿ the reporter believed the tubing wasn¿t ¿flowing correctly¿ and the patient was looking for a healthcare professional (hcp) to do a diagnostic dye study because the patient¿s hcp did not offer diagnostics. The reporter stated that the patient has been having issues for three months. The hcp did an x-ray and showed nothing was disconnected. The pump was used to infuse morphine (unknown). Follow up was being conducted but additional information was not available at the time of this report. If additional information is received, a follow up report will be sent.